Event description:
During attempted implant, the helix of the right atrial (ra) lead was extended and could not be retracted. A different rv was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.